Event description:
Complaint received from attorney. Patient claims to suffer from erosion of vaginal wall and other tissues, infection, permanent and substantial physical deformity, loss of ability to perform sexually, and has undergone or will undergo corrective surgery or surgeries.